Manufacturer narrative:
The pump was received with a blank display and a constant tone due to a faulty component on the interface board. Unable to verify the blood glucose meter reading or frozen screen and unable to perform functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating current measurements due to the blank display. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump stopped working. The customer stated the insulin pump is making a constant tone and the on way it stops is when the batteries are taken out. The customer's blood glucose was 217 mg/dl. The customer stated pressing esc and act does not do anything. Customer stated the tone did not disappear. The buttons did not bring up any other screen or menus. The pump screen is completely blank. The customer was advised to discontinue use of insulin pump and revert to back up.